Event description:
A nurse reported that during intraocular lens (iol) implant surgery, a broken haptic was noted after insertion. The surgeon reported that during removal of the iol, an anterior capsule tear occurred. In a follow up, the surgeon reports the outcome of the event as "excellent".

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (returned) and the other haptic was bent-gusset area. The optic was torn/split/cracked into pieces and had scratches on the optic portion. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 11/13/2008 and 11/17/2008 by phone and by fax and mail on 11/17/2008. A completed questionnaire was received on 11/25/2008.